Manufacturer narrative:
Attempts are being made to obtain the sample and additional info. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
There was a broken connection area between dtx male lure to zero stop-cock.